Event description:
It was reported that during thr procedure, when the trial reduction was performed, a strange sound called the doctors attention, after a review he found out that the articular surface was damaged. It seemed to be metal transferring. Sem/edx were performed. Further information was requested.

Manufacturer narrative:
The associated complaint device was not returned. The photo provided confirmed the liner is scratched. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.